Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14129206 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14129206. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that patient, lesion/vessel and procedural factors may have contributed to the reported event.

Event description:
This (B)(4) study patient underwent carotid artery stent implantation and suffered an ischemic stroke. This is a (B)(6) male with medical history including hyperlipidemia, diabetes mellitus, and hypertension. This patient met the high-risk criteria of bilateral carotid artery stenosis. The patient was symptomatic at the time of the index procedure, it was reported that the patient had a stroke prior to the procedure. The target lesion was right internal carotid artery described as moderately calcified, mildly tortuous and 80% stenotic. An angioguard was inserted, tracked, deployed and retrieved with debris and without report of difficulties. One precise stent was implanted without report of difficulties. The patient was maintained on an asa and plavix regimen, pre-, during and post-procedure. Approximately 24 hours post procedure, the patient experienced worsening of neurologic symptoms that had been present from prior stroke, including behaviorial change, aphasia, dysarthria, reflex change and visual loss, hemineglect, hemiparesis of left side. Duration of the neurological deficit was >24 hours. The patient underwent extensive work-up for ischemic stroke and although no evidence could be found, the patient was diagnosed with an ischemic stroke.